Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x32mm promus element drug-eluting stent was selected for use. However, during preparation of the device, it was noted that the proximal stent struts appeared deformed. The device was not used in the patient. The procedure was completed using another 2.25x32mm promus element drug-eluting stent. No patient complications were reported and the patient's status was stable. Post procedure, the physician decided to test the balloon. When the balloon was inflated to 12 atmospheres, the balloon would not inflate.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first two rows distorted and lifted distally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. As part of the examination, the balloon was inflated to nominal pressure (11atm) and subsequently to rated burst pressure (rbp 18atm) with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The stent was fully deployed with no resistance noted. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x32mm promus element¿ drug-eluting stent was selected for use. However, during preparation of the device, it was noted that the proximal stent struts appeared deformed. The device was not used in the patient. The procedure was completed using another 2.25x32mm promus element¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. Post procedure, the physician decided to test the balloon. When the balloon was inflated to 12 atmospheres, the balloon would not inflate.